Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts recieving adcon-l underwent a primary, unilateral lumbar root decompression. Two days prior to event date, the pt underwent a primary left l5-s1 spinal root decompression. On event date, the pt presented with myospasms. The investigator noted the event as severe in intensity. Physician prescribed medrol dosepak and valium (20 mg po) as treatment for the condition. The condition was reported resolved with treatment in 2000. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted surgical complication (common post-surgical event) as a possible cause for the event.